Manufacturer narrative:
Additional information: the customer¿s report of the silicone segment leaking was confirmed. No defects in the tubing were noted upon visual inspection. Functional testing and pressure testing were performed and a small pinhole leak was observed. The root cause of the silicone segment pinhole tear near the upper fitment was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set "started to leak at the soft white section of the tubing that secures inside the alaris pump" during use on a patient. No other information is available. There was no report of patient harm or medical intervention.